Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced time clock anomaly. The time switching from starred to military and then also switching from am to pm. Customer states the gain is greater then 3 minutes within 10 days. Customer states gain is greater than 9 minutes within 30 days. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump programmed with the current time/clock, monitored for a week and tested with the time/clock functioning properly. Pump received with corroded battery tube noted.